Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over. A technical support specialist (tss) dialed into the server and identified no communication sql server management studio query. The tss attempted to restart bd external messaging service and bd maintenance service; however, both failed. System resources and disk space were within acceptable limits. Upon further investigation, the tss identified missing setting files and the absence of the web application folder, which caused configuration errors while accessing patient encounter system. Extract transform load job failures were also observed due to missing package paths, and limited event viewer logs were available. Rss review indicated prior remote activity, and a related case confirmed that bd files had been moved from the c drive to the d drive. The tss engaged the product support engineer, who assisted in restoring the required files to their original locations. Troubleshooting was completed with a server reboot to finalize windows updates. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all patient was not crossing over to the station. There were no adverse events or injuries reported based on this event.